Event description:
Account states they have been getting low ise results for the last week. As an example they gave sodium results for a patient sample that initially was 125 mmol/l and repeated as 141 mmol/l. The account did not report that any adverse events were associated with the incorrect results. The field service rep found a partial blockage in a syringe and repaired the instrument.